Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after completing the load process, the pump displayed a message to load a new cartridge. Reportedly, the customer successfully completed the load sequence and resumed insulin delivery. Reportedly, the customer delivered a bolus but consumed fewer carbohydrates than entered, and experienced a low blood glucose (bg) level of 41 mg/dl. To treat the low bg level, the customer consumed carbohydrates.